Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B)(4)

Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "system was not holding the settings" (device operates differently than expected). The nurse reported, the system was not holding the settings during surgery. The system was rebooted and the case was completed as planned. No patient injury was reported.